Event description:
Caller reported inform system blood glucose result of 133 mg/dl, lab result of 984 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio2: 1.4, protime: 2.4, lab: 2.4. Customer has had the inratio2 meter for about two weeks.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.